Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ migration of essure device location of device: uterus / malposition of essure device') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage in 2011, gravida ii, parity 2 (((B)(6) 1998)((B)(6) 2001)), pregnancy with contraceptive device and menometrorrhagia. Concurrent conditions included fatty liver since 2013 and depression since 2006. Concomitant products included levothyroxine sodium (synthroid) since 2009 and progesterone since 2011. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury/ psychological or psychiatric problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and nausea ("nausea"). In 2009, the patient experienced thyroid disorder ("thyroid issue"). In 2010, the patient experienced gastrointestinal disorder ("gi conditions"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("spontaneous abortion"), pelvic pain ("lower pelvic right and left side pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition/ rashes"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), alopecia ("hair loss"), visual impairment ("vision problems"), mood swings ("mood swings") and urinary tract infection ("urinary tract infection"), was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy, oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, dermatitis allergic, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, visual impairment, weight increased, vaginal haemorrhage, migraine, nausea and thyroid disorder had not resolved and the psychological trauma, alopecia, mood swings and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, thyroid disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain, heavy bleeding and cramping. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Other relevant history updated. Events: mood swings, urinary tract infection were newly added. Seriousness criteria of event pregnancy and miscarriage were removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration/ migration of essure device location of device: uterus / malposition of essure device'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('spontaneous abortion') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage in 2011, gravida, parity 2 (((B)(6) 1998)((B)(6) 2001)) and pregnancy with contraceptive device. Concurrent conditions included fatty liver since 2013 and depression since 2006. Concomitant products included levothyroxine sodium (synthroid) since 2009 and progesterone since 2011. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("right and left side pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury/ psychological or psychiatric problems"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea") and thyroid disorder ("thyroid issue"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy, oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, dermatitis allergic, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, hormone level abnormal, visual impairment, weight increased, vaginal haemorrhage, migraine, nausea and thyroid disorder had not resolved and the psychological trauma and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, psychological trauma, thyroid disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain, heavy bleeding and cramping. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received : reporter information updated. New events - "abnormal bleeding (vaginal), migraines / headaches, nausea, thyroid issue, abdominal pain, right and left side pain", medical history, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('spontaneous abortion') and genital haemorrhage ('general abnormal bleeding') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin disorder ("rash/skin condition"), rash ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and visual impairment ("vision problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, skin disorder, rash, psychological trauma, cystitis, urinary tract disorder, bladder disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, psychological trauma, rash, skin disorder, urinary tract disorder, uterine perforation, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for apareunia, dysmenorrhea, dyspareunia, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain, heavy bleeding and cramping quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08/28/2019: pfs received: previously reported event "injury" was replaced with menorrhagia, general abnormal bleeding, apareunia, dysmenorrhea, dyspareunia, rash/skin condition, pregnancy: stillbirth/miscarriage, perforation: uterus/migration, bladder infection, urinary problems., bladder problems, vaginal discharge, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain", reporters information, patients dob and date of removal added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.